Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while plugged into a wall outlet. Additionally, the battery gauge was fluctuating which resulted in the pump shutting down. During troubleshooting with tandem technical support, the customer was able to successfully turn on and continue charging the pump using a different wall adapter. The customer's blood glucose was 154 mg/dl. A replacement wall adapter was sent to the customer.